Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a family member regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient¿s device has not been on or charged for 3 years. Patient services asked the reason for it not being on or charged for 3 years and the caller said the device wasn¿t really working. The caller said it maybe worked for the 1st two months. The caller then stated the patient wasn¿t managing his diabetes so the pain got worse. The caller then stated the patient 1st lost a toe then lost ½ his foot then in the summer of 2014 he lost his leg. The patient has a bad case of a vascular disease

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the patient's wife reported that the device had not stopped working, but that the patient had just stopped using it. They explained that the patient's doctor wanted to try and use the device to alleviate the pain that was caused by their pad (peripheral artery disease.) They also commented that the patient probably should not have had the device implanted because it was not the intended use of the device. They added that the device remained inside the patient.